Event description:
The user facility reported vague information to the baxter sales rep that the ipump did not alarm upstream occlusion as expected during patient use. There was no report of injury or medical intervention being associated with this event. The baxter sales rep tried to ascertain additional information and was advised by the bio medical department at the user facility that they were in fact unsure whether there was an incident or not. There was no patient incident report available but the malfunction was, however, reported to baxter as having occurred in late 2008.

Manufacturer narrative:
The user facility did not have specific information such as the device serial number, therefore, the device was not returned to baxter for evaluation nor was a device history review or service history review able to be conducted due to lack of this information. Should additional information become available, a follow up report will be submitted.